Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Please see the updates in sections h6 and h10. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 6 years since the subject device was manufactured. Based on the results of the investigation, it is likely the foreign material found inside the nozzle occurred due to insufficient cleaning (handling problems). However, a definitive root cause could not be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
A device evaluation of the returned evaluation could not confirm the customer allegation. Dirt that was difficult to remove was found on the objective lens due to which the image was cloudy. The adhesive part of the bending section cover was missing. The air and water nozzles were clogged and the draining function was reduced. Cracking of the illumination lens was observed. The bending angle was insufficient and the play of the angle knob was out of the normal state due to the elongation of the angle wire. Scratches were found throughout the device. Discoloration of the operation part was noted. The suction cylinder was scraped. Operation part cover was damaged. Follow up performed requesting additional information regarding the event and response received indicating that the requested information is unknown. The investigation is ongoing. A supplemental will be submitted on completion of investigation or if any additional information is received.

Event description:
The company representative on behalf of the customer reported, the air/water supply of the gastrointestinal videoscope was weak. The device was returned and an inspection revealed presence of foreign material in the nozzle. This report is being submitted to capture the reportable malfunction found during evaluation. There were no reports of patient harm associated with the event. It was also reported that cleaning, disinfection and sterilization (cds) of scope was performed before requesting repair of the device. There were no problems with the accessories used in reprocessing. The endoscope was not used for any procedure with foreign material attached to it.